Manufacturer narrative:
Correction to the initial MDR in model and serial number. Additional information was received that the patient underwent an ipg replacement procedure per physician's preference. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient could no longer charge her ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
.

Event description:
A report was received that the patient could no longer charge her ipg. The patient will undergo an ipg replacement procedure.